Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient has three trachs of same item and lot number. One trach was inserted into the patient and the patient was decompensating. The trach was removed and found to be sticking and not inflating symmetrically. The other two trachs were tested outside of the patient and the same issue was found. Additional information reported that a different bivona of the same size was inserted into the patient and the patient stabilized. There were no reports of patient harm or impact associated with the reported event.